Manufacturer narrative:
The device was returned to an authorized resmed third party service center and evaluation confirmed the complaint. No information is available regarding the resolution of the fault. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf180) related to a battery charger fault. There was no patient harm or serious injury reported as a result of this incident.